Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented there was apparent explant damage.

Event description:
It was reported that during the patient's scheduled device and right ventricular (rv) lead change-out, the atrial lead "came out." The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defib lead 2007 (B)(6); 710 cardiovascular accessory 1990 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.